Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. Customer¿s blood glucose value was 48 mg/dl. Customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.